Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys vitamin d assay (vitd) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). The erroneous result was not reported outside of the laboratory. The sample initially resulted as > 100.0 ng/ml when tested on the e170 analyzer. The sample was manually diluted 1:2 and repeated on a second analyzer, resulting with a raw value of 28.28 ng/ml on (B)(6) 2018. When accounting for the dilution factor, the final value calculates to 56.56 ng/ml. The sample was manually diluted 1:2 and also repeated on a third analyzer, resulting with a raw value of 28.40 ng/ml on (B)(6) 2018. When accounting for the dilution factor, the final value calculates to 56.80 ng/ml. The sample was repeated again on the third analyzer without dilution, resulting as 38.26 ng/ml on (B)(6) 2018. This value was reported outside of the laboratory. The patient had a previous vitd value of 36 ng/ml. No adverse events were alleged to have occurred with the patient. The vitd reagent lot number was 273982. The reagent expiration date was asked for, but not provided. The reagent pack that was in use during the time of initial testing was almost empty, with around 15 tests remaining. The field service engineer found that the mixer on the analyzer was misadjusted and bent.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
The sample tube that was used was not configured for use on the system. The field service engineer replaced the mixer and the customer has not had any further issues. Quality controls were within range on 30-jan-2018. The investigation was unable to find a definitive root cause.